Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a fight involving an impact, the user has no hearing performance with the internal device. Re-implantation is considered.

Event description:
After a fight involving an impact, the user has no hearing performance with the internal device. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears likely. In addition in situ measurements before the reported impact show several channels with hi status likely due to damage to the active electrode by device minute mobility. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. In addition, the active electrode migrated post-operatively out of cochlea as confirmed on the device explantation report form. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
After a fight involving an impact, the user no longer has any hearing performance with the internal device.